Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 16, 2016 that a wallflex biliary rx fully covered stent system rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015 as part of (B)(6) clinical trial. The patient had a liver transplant on (B)(6) 2014 and had one prior plastic biliary stent. The patient had a history of biliary obstruction due to post liver transplantation anastomotic stricture and was enrolled in the study for treatment of benign biliary strictures. On (B)(6) 2015, baseline liver function test were taken. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. During the procedure, the previously placed plastic stent was removed and the wallflex biliary rx fully covered stent system rmv was implanted. Additionally, a balloon sweep was conducted. The study stent was implanted in a satisfactory manner during the ercp. On (B)(6) 2015, during a cholangiogram, the stent was noted to have a partial proximal migration. According to the complainant, the stent migration was from a tumor compressing on the stent. The physician attempted to remove the wallflex biliary rx fully covered stent system rmv but was unable to. A new wallflex biliary rx fully covered stent system rmv was placed within the first stent. Reportedly, both stents were removed endoscopically on (B)(6) 2016.